Event description:
It was reported that during a low anterior resection procedure, the staple line did not form b-shaped staples. They hand sewed the anastomosis. There was loss of blood, approximately 500cc. No blood product was administered. The patient is currently okay.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The final quality release criteria were met before this batch was released for distribution.

Event description:
Review of additional medical records finds no indication that the hardware has been removed, and no information that suggests imminent revision.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.